Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. They swapped out scopes and the pigtail and still had image issues. Technical assistance center (tac) suggested customer make sure the lightsource cable is connected as customer is now having image issues with 190 scope use that he did not have before. The customer was instructed to inspect the video system center socket for damage and debris. The customer informed tac of the event. The device will not be returned to olympus for evaluation, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had image flickering. The issue was found during an unspecified procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.